Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the cause of the placement signal not reliable was due to the optical pressure measuring unit malfunction.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. The impella 5.5 was primed and prepared for insertion when a ¿placement signal not reliable¿ alarm occurred after approximately 20 minutes of priming. The device had not yet entered the patient, and troubleshooting was attempted by removing the white cable to check the light and then reinserting the cable; however, the alarm reoccurred. Given the concern that this patient may require long-term mechanical support while awaiting transplant, the decision was made not to use this catheter.

Manufacturer narrative:
D9 updated; the product has been returned. The investigation is ongoing.